Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has high impedances on the l4 lead and no paresthesia response on the l1 lead; as a result, the patient has ineffective therapy. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The allegation is against the l2 lead. There were no allegations of malfunction or deficiency against this device; therefore, this device is no longer considered reportable. The reported device is documented under [manufacturing report number: 1627487-2025-02164].

Event description:
Additional information indicates that the allegation is against the l2 lead and not this device. There were no allegations of malfunction or deficiency against this device. The reported device is documented under [manufacturing report number: 1627487-2025-02164].

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.